Manufacturer narrative:
The initial report had the incorrect information related to insulin pump error. The correct information has been provided with this report. (B)(4).

Event description:
The customer did not report motor position encoder error alarm on insulin pump.

Manufacturer narrative:
No motor error alarm, e70 alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor position encoder error alarm. The customer¿s blood glucose was 380 mg/dl at the time of incident. Customer reported that they received motor error and no delivery alert. Customer was able to complete pump rewind. Customer reported that the motor position encoder error alarm and motor error alarm occurred more than one within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.